Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: "a customer called regarding a shipment of sterile items. The problem item was opened and a hair was found on the product." Additional information via telephone on (B)(6) 2022 from [name], supervisor of supply chain operations, [facility]: a hair found inside the sterile packaging. Model and lot number was provided. Patient status: na (incoming inspection). Type of intervention: na (incoming inspection).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: "a customer called regarding a shipment of sterile items. The problem item was opened and a hair was found on the product." Additional information via telephone on 20jul2022 from [name], supervisor of supply chain operations, [facility]: a hair found inside the sterile packaging. Model and lot number was provided. Patient status: na (incoming inspection). Type of intervention: na (incoming inspection).